Manufacturer narrative:
The pump passed dispense accuracy testing and all electrical testing. Destructive analysis did not find any anomalies. Evaluation conclusion code and evaluation results code are no longer applicable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml) from an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016 it was reported that the patient had experienced intermittent overdose/under dose symptoms and the pump was replaced on (B)(6) 2016. The event date was unknown. It was noted that catheter studies had been done to rule out a catheter issue and it was unknown if there were any external or patient factors that led to the event. The issue had resolved and the patient was alive with no injury at the time of the report. It was later reported by the hcp that the pump was explanted to avoid in-vivo battery depletion and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.